Event description:
Customer reported her new insulin pump was cracked. She also reported that her insulin pump was under-delivering insulin. She stated that normally she would put in 100 carbohydrates for 20 units of insulin, but now 100 carbohydrates would give her 6.6 units of insulin. She also reported a motor error alarm that occurred during a basal. Customer's blood glucose was 313 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated she had already discontinued the use of the insulin pump due to the physical damage. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).